Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(6) - no known consequences or impact to the patient; torn material; wrinkled. Evaluation method: lens work order search. Results: a parent/child lens work order search was performed and there were no similar complaints found. Conclusion - (unable to confirm): based on the complaint history and work order search, we were unable to determine a specific root cause of the event. The lens was discarded. (B)(6).

Event description:
The customer reported that the cc4204a collamer single piece lens was loaded and upon advancement the surgeon noticed the lens was ripped and wrinkled. The tip of the cartridge touched the eye but not the lens. There was no patient injury and the lens was discarded.